Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result the customer experienced sweating, "unable to control body", and a loss of consciousness. However, the customer reported being able to provide self with unspecified treatment after regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on ios/fsll and android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result the customer experienced sweating, "unable to control body", and a loss of consciousness. However, the customer reported being able to provide self with unspecified treatment after regaining consciousness. There was no report of death or permanent injury associated with this event.